Manufacturer narrative:
Trackwise ID: (B)(4). The investigation has been started since the complaint was received as following: 1. DHR review: the DHR of the reported lot: 3000217118 has been reviewed. There¿s no deficiency identified from production relevant to the acrobat-I stabilizer suction failure prior to this complaint. All the products had been performed 100% visual inspection and vacuum leak test during manufacturing. They all passed the visual inspection and vacuum leak test, which demonstrate the sufficient vacuum was obtained; the baffle seal had been sealed completely and was able to lift the weight. 2. Trend review: in the last 12 months from 15th aug 2021 to 15th aug 2022, the occurrence rate is approx. (B)(4) which is under anticipated rate. 3. The reported device was received on (B)(6) 2022, the following contents have been conducted: 1). Visual inspection: the reported device was visually inspected and blood or tissue liked chips nearby the hypo holes of top 1 and top 3 at right side of the baffle were observed; after cleaning with cloth and isopropyl alcohol, the chips are still there without moving. 2). Suction functional test (leak test) was performed following labeling instructions with correct connection and vacuum pressure 400mmhg, test result indicated the top1 of the hole at right side is with suction abnormal; the baffle can lift the weight intermittently but cannot keep at least 10s which indicated the suction is not stable. 3). Furtherly inspect the hole on top right side of the baffle which is with suction abnormal under magnifier, it¿s found that the hole was plugged by the blood/tissue liked chip which is observed during visual inspection. 4). Pull out the chip from the hole with a tweezer, and take the baffle for leak test again following the same method as section 2 indicated. The test result indicated all 8 holes' suction is normal, and the baffle can lift the weight and keep at least 10s, which indicated the suction is good. Above all, no manufacturing or product defect is indicated to cause or contribute to the reported failure based on the evaluation. The leak test is unstable for the returned device and one of the hypo hole on the baffle was found plugged by blood or tissue liked chips, after cleaning of the chip, the leak test passed, which indicated the possible root cause of this suction failure is baffle plugging by blood or tissue liked chips during customer using. There is no impact to patient, and the failure mode was covered in risk management file, the occurrence rate is under anticipated. This failure will always be detected prior to anastomosis operation or during setup of the device as labeling warning and precautions has indicated that, "perform the anastomosis only when the stabilizer foot is properly seated on epicardium and adequate stabilization of surgical site is achieved." . No fca is needed. The trending will be monitored continuously.

Event description:
The hospital reported that during a coronary artery bypass procedure, the front end of the tissue of acrobat-I stabilizer fixator cannot be attached to the surface of the heart for fixation. The procedure was completed by replacement of a new om-10000. No health hazard to the patient.